Manufacturer narrative:
The investigation into has been completed since the original report was filed. No product was returned. The root cause of the positioning issue was use related.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67-year-old male admitted in cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that impella was malpositioned at the septal wall and the medical team was unable to manipulate after multiple attempts, unable to torque to new position, or to go past p4 without suction. Decision made to place back on central extra-corporeal membrane oxygenation (ECMO) and use impella to unload left ventricle (lv) with plan to wean off ECMO and back onto impella in future. Impella might have been higher in ventricle, but hypertrophic ventricle did not allow the medical team to obtain flows if advanced deeper. All flows were normal, and labs were fine and there was no harm to the patient reported.